Manufacturer narrative:
IV pole. Unit was evaluated by a hosp rep.

Event description:
It was reported that the hooks on the IV pole have sharp edges. It was also found that the foot end jack could not be pumped up. There was no pt involvement or adverse consequences.